Manufacturer narrative:
Based on technician statement, the issue was related to clamp attachment. The clamp mount is a part of support arm and is mounted directly to the servo device. The support arm serves to relieve the patient from the weight of the tubing system. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed part was not available for further analyze. Therefore, the root cause to the reported issue has not been determined. A correction of field # d1 brand name, d2a common device name, d2b product code and # d4 version or model #, h4 - manufacture date was required. D1 ¿ brand name: - previous brand name: missing, - corrected brand name: servo-I base unit. D2a - common device name: - previous common device name: support, arm. - corrected common device name: ventilator, continuous, facility use. D2b - product code: - previous product code: ioy. - corrected product code: cbk. D4 ¿ version or model#: - previous version or model #: missing. - corrected version or model #: 6487800. H4 - manufacture date: - previous manufacture date: missing. - corrected manufacture date: 09/17/2001. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's support arm clamp was broken. There was no patient harm reported. Manufacturer's ref. #: (B)(4).